Event description:
Prior to crossing the target lesion site with the coronary artery stent with delivery system, the physican accidentally retracted the protective sheath. Subsequently, the stent became dislodged from the delivery catheter during further device manipulation. The stent is reported to have embolized to the pt's peripheral anatomy via the right illiac artery. No adverse symptoms were experienced by the pt, and no attempts at retrieval were made.